Manufacturer narrative:
The suspect computer tested fully functional. However, the suspect system control unit (scu) was found to have an electrical problem: as returned, the scu powered up normally. However, a check of the event log revealed a long history of internal server error.